Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a log file was submitted for evaluation concerning backup battery alarm. The patient¿s system controller was replaced as the patient had an old system controller, and the alarms resolved.

Manufacturer narrative:
Correction on d6a date of implant, which should be blank. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file review. The log file spanned approximately 50 days ((B)(6) 2019, (B)(6) 2022 per the timestamp). A backup battery fault alarm activated on (B)(6) 2022 at 10:27. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The hm2 system controller, serial (B)(6), was not returned for analysis. Additional information on (B)(6) 2022 stated that the controller was exchanged resolving the issue and will not be returned for evaluation. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including backup battery fault. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.